Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, the customer was using non-tandem wall charging adapter to charge the pump. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter.